Event description:
Boston scientific received information that this device declared end of life (eol) via the latitude patient monitoring system. Additional information was obtained from the field that the device was explanted and replaced with no allegations from the patient or physician. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device did not declare elective replacement indicator (eri) and instead declared end of life (eol) following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. The device and battery behavior match that of trended units that reach eol prematurely due to a higher than expected cell impedance increase.